Manufacturer narrative:
The product has been received for evaluation. Should new relevant information become available, a supplemental report will be submitted. The t;slim pump user guide cautions that insulin should be at room temperature before filling cartridge.

Event description:
Received information that customer was receiving a low fill estimate after filling a new cartridge-he was prompted to load at least 50 units even though 170 units were loaded. It was reported that there were a lot of bubbles during fill tubing and that cold insulin may have been used.